Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and they were hospitalized due to hyperglycemia on (B)(6) 2021. Customer's blood glucose value was 40.2 mmol/l at the time of the incident. Another blood glucose level was 33, 22.9 and 14 mmol/l . The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as throwing up . The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because insulin pump said it was delivering it but she was not receiving the insulin. The device will not be returned for analysis.